Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms while the patient was in the clinic. Review of the remote home monitoring data by boston scientific technical services (ts) noted within range impedance measurements since the last remote interrogation four months earlier. All vectors showed high shock impedance, but the rv to right atrial (ra) and ra to can were out of range. Ts recommended programming changes and discussed possible causes. Ts recommended defibrillation threshold (dft) testing, but it was noted that it was not done at change out. Ts stated that any further testing would be up to the physician. At this time the clinic will continue to monitor the patient and the rv lead remains in service. No adverse patient effects were reported.